Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that on the light source, the user was unable to capture images using the scope, and sometimes after the scope is connected, the color bars still display. The customer confirmed that the problem has not happened again, and believes it was an operator error. The issue was found during preparation for an unspecified diagnostic procedure. The procedure was completed using the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the reported problem could not be determined. Olympus will continue to monitor field performance for this device.